Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not able to bolus due to customer not being able to enter blood glucose value. Customer's blood glucose was 600 mg/dl. Customer had symptoms of feeling shaky and weak. While attempting to troubleshoot, customer was advised that maybe blood glucose information was being entered in the carbohydrates section. Troubleshooting could not continue and phone call was dropped.